Manufacturer narrative:
Device evaluated by MFR.: a mustang 9 x 8,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 35mm in length and extended from a position 6mm proximal of the proximal markerband to 27mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the axillary vein. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the axillary vein. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications, nor injuries reported.